Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on white screen. A technical support specialist troubleshooted the device and rebooted the station from a bluescreen and confirmed with the customer that it was working fine. Case closed with customer acknowledgment. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had a white screen. The customer stated that they were unable to issue the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.